Event description:
It was reported that during deflation using the 20/30 indeflator, the handle separated from the inflation device. The physician used a new indeflator successfully to completely deflate the balloon. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported handle separation on the indeflator was confirmed. Based on visual inspection, there is an indication of a product deficiency. Potential factors that can contribute to a handle separation of this type may include, but are not limited to, if the handle is not aligned correctly during manufacturing, if one of the tabs are not fully engaged in the housing and additional stress upon the other tab exceeds design limits causing the device to separate, excessive force applied to the sleeve while pulling negative and/or applying force to the sleeve component while switching the locking mechanism. Based on the available information for this lot, there is evidence to suggest that the device issue is related to the manufacturing process. Further assessment of corrective/preventive actions will be conducted per local site and department procedures.